Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for spinal pain.it was reported that patient had loss of therapy. Patient stimulator was not helping like it used to. Patient said had it reprogrammed several times. Patient said she wanted to try stem cell so she had the stimulator removed (B)(6) 2016. No further patient symptoms or complications were reported in this event.